Manufacturer narrative:
The device was not returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device light source signals error e101. The issue occurred during set up (inspection for use), before patient in room. There were no reports of patient involvement.